Event description:
It was reported that during a pta treatment procedure, "when 3rd inflation, the balloon was ruptured at 10 atm. 1st and 2nd pressure were 10 atms. " the physician "wants to confirm that a piece of a ruptured balloon was not missing." The procedure was successfully completed with another of the same device. No patient complications were reported. Current patient condition is reported as "good." Further information has been requested about this event.